Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the uim screen on an avea ventilator began to melt while in use on a patient. The customer stated the patient was placed on a different ventilator and there was no patient harm.

Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed an investigation. It was confirmed that the uim was melted / deformed on the rear cover and front bezel. The rear cover was removed to inspect the internal components which found no damage to the internal components. Uim was powered on into user mode and cycled normally. No issues were seen after cycling for 1 hour. Review of the events log showed no abnormal entries. The reported defect appears to be an external factor and not caused by the uim internal components. This investigation confirms the findings submitted on our previous follow-up. Previously, the distributor in saudi arabia (mediserv) had examined the uim and found no traces of internal damage and advised the unit was working normally. The distributor stated this may have been caused by the use of bed warmers that could have been near the ventilator. They also stated the bed warmers are at the same level as the uim. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The distributor in (B)(6) opened a uim and thoroughly examined the unit. They found no traces of internal damage and advised the unit was working normally. The distributor stated this may have been caused by the use of bed warmers that could have been near the ventilator. They also stated the bed warmers are at the same level as the uim. Any additional information received regarding this complaint will be submitted in a follow-up report.